Event description:
It was reported that the subject device had malfunctioned during a left anterior resection therapeutic procedure. Reportedly, the device presented with a seal and cut error. The device was inspected before the procedure and there was no abnormality. The procedure was completed with a similar device with no delay. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h10, h11. Correction: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device malfunctioned during a left anterior resection therapeutic procedure. Reportedly, the device presented with a seal and cut error. The device was inspected before the procedure and there was no abnormality. The procedure was completed with a similar device with no delay. There was no report of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. The investigation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if addition information is received. E3: non-health care professional; e2- no.